Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with the customer over-the-phone. Fse identified the issue to be from the bound/free (b/f) wash probe. Fse had the customer clean the b/f wash probe lead screw and reboot the instrument. The errors cleared and the aia-360 instrument operates as intended. No further action required from field services. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 4040 is wash.probe home overrun. This error is generated when the bf (bound/free) probe motor overran on the home side. The suggestion is for the customer to turn the power off and on again (reboot). If this problem recurs, to contact the service department also, in the aia-360 training manual, error 2017 is substrate purge failure. This error is generated when no substrate was dispensed at daily maintenance. The customer is to check the substrate level and replace as necessary, and repeat daily maintenance the most probable cause of the reported event was due to b/f probe motor lead screw had debris on it.

Event description:
On (B)(6) 2018, a customer reported getting error 2017 substrate purge failure and error 4040 wash. Probe home overrun while running quality controls (qc) on the aia-360 instrument. Customer is unable to run patient samples on intact parathyroid hormone (ipth). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.